Manufacturer narrative:
(B)(4). Concomitant medical devices: 912030 jgrknt single 1.4mm 1 #1 mb p13368; 912030 jgrknt single 1.4mm 1 #1 mb p13368. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04020, 0001825034 - 2020 - 04022.

Event description:
It was reported that the device fractured while trying to implant the device. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The tip as well as the suture of the juggerknot had fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.